Event description:
During a nips procedure to rule out an oversensing issue that was detected post implant; a loud "pop" sound was heard at the time the device delivered a 30 joule therapy. No immediate explanation was available to account for this sound.